Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review of the transmission, the impression of possible post-paced t-wave over-sensing was noted as sensed ventricular activity. The patient was brought into office on (B)(6) 2020 and programming changes were made. The patient was in stable condition.